Manufacturer narrative:
The device was evaluated in the field. The reported event was confirmed. The field safety engineer identified a crack in oer-pro clear top cover plastic. The unit was repaired/serviced and verified according to other equipment manufacturer (OEM) instructions. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use the lid of the unit was found to be cracked and could not be closed. No leakage was observed. Per the customer, preventative maintenance is being performed annually on the device and the instructions for use are being used. It is unknown how the lid became cracked.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The device was inspected, and the inspection identifies cracks in the lid from physical stress. The investigation also identifies: no abnormality during procedure was reported. The suggested event is defect of the device, no adverse event occurred. No similar complaint was confirmed from the user on the same defect, the same cause, and the same product. 1 other complaint was confirmed from other facilities on the same defect, the same cause, and the same product. DHR review confirms the subject device was shipped in accordance to specifications. In case cracks occurred on the lid, abnormality is detectable by conducing the following inspection identified in chapter 3 inspection before use 3.2 inspecting the lid and lid packaging. Before sing the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The cause of the event cannot be conclusively determined. Similar event was confirmed from other user facility. Possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. Design of the device or manufacturing cannot be confirmed as factors to cause the event.